Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of the misidentification of a patient yersinia pestis isolate as yersinia pseudotuberculosiwhile using the vitek® ms instrument (ref. (B)(4), serial number (B)(6)) with knowledge base (kb) version 3.2. The isolate was confirmed to be yersinia pestis using the pcr test method. The review of the customer¿s data showed the patient isolate was tested eight (8) times using the vitek® ms with kb version 3.2; three (3) of the eight (8) tests obtained the expected result of ¿no identification¿ as yersinia pestis is not included in kb version 3.2. Review also showed the instrument tuning was not in good status, based on the vilink alert tool criteria. Additionally, the sample spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Biomérieux has requested customer service recommend the customer monitor their instrument¿s fine tuning status periodically and check the customer¿s sample preparation. The root causes of the misidentification were determined to be lack of maintaince and non-optimal spot preparation.see section h10.

Event description:
A customer from the united states notified biomérieux of a misidentification of a yersinia pestis strain as yersinia pseudotuberculosis species in association with vitek® ms instrument (ref. 410895, serial number (B)(4), knowledge base 3.2). Vitek® ms gave an identification as yersinia pseudotuberculosis species. Secondary testing, urease and indole tests, gave negative results. The customer sent the strain to a reference laboratory that identified the strain as yersinia pestis species by pcr and biochemical testing. The expectant identification, yersinia pestis, is not present in the vitek® ms knowledge base (B)(4) there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.